Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been two other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that filing/shavings were found in the cartridge. Additional information has been requested and received stating after implantation, a scratch appeared on the lens and metallic dust was found at the entrance to the cartridge.

Manufacturer narrative:
A used company cartridge was returned inside a folded, rolled, opened pouch. The associated lens was not returned for an evaluation. Viscoelastic was observed inside the cartridge. The cartridge tip has stress lines. The cartridge wings show uneven compression which suggests the cartridge was not seated securely into the handpiece prior to delivery. A dark grey foreign material was detected on the interior floor of the cartridge at the top of the loading ramp in dried viscoelastic. The sample was tested and a grey particle was observed. A comparison review was performed at the ftw particle lab and found the best match to be poly (vinyl chloride). Associated products were not provided. It is unknown if qualified associated products were used. The root cause cannot be determined for the reported complaint of "lens scratched, metallic dust found at entrance to the cartridge". The report of a scratched lens cannot be confirmed because only the used cartridge was returned for evaluation. The cartridge has evidence of viscoelastic and handpiece use. A foreign material was observed in solution at the loading ramp of the cartridge. The gray particle was removed and analyzed. The testing conducted at the ftw particle lab would conclude that the foreign material was not metallic in nature. The results of the lab testing indicated that the particle in the dried solution closest match was a poly (vinyl chloride). Poly (vinyl chloride) is a common material and can be found in manufacturing and medical facilities. The origin of this foreign material introduction onto the loading ramp of the cartridge cannot be determined. The manufacturer internal reference number is: (B)(4).